Manufacturer narrative:
Final analysis confirmed the field complaint. The unit was not turning on due to a defective ac power adapter. Additional findings revealed burn marks on the main printed circuit board of ac power adapter.

Event description:
It was reported that the transmitter exhibited a power up anomaly. The device was exchanged.